Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed for piggyback delivery of an unspecified concentration of ivig (intravenous immunoglobulin). At 2030, the delivery was started. No specific programming parameters were provided. After 3 hrs, the nurse reported the container was full instead of an unspecified volume to be remaining. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.